Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The high voltage cable was cleaned and re-greased and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a filament regulator failure and low ma error messages. No patient injury was reported.